Event description:
A customer reported to beckman coulter, inc. (Bec) that tricontinent syringe on synchron lx20 pro clinical system was leaking liquid. The customer confirmed that no erroneous patient results were generated around the time of this event. Msds was reviewed, and the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer reported that total protein (tpm) failed calibration during morning start up. The module was then disabled. The customer enabled the module and then primed the tpm reagent and checked the cup to find bubbles in the cup. The customer pulled up the module and found a leak from the tricontinent syringe. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found the total protein syringe leaking on the pump. The module had disabled itself after calibration failure. The fse replaced the syringe. The fse verified repair per the established procedures. Calibration and qc were acceptable following the repair. Bec internal identifier for this complaint is (B)(4).